Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information;unable to determine. Source: email.

Event description:
Customer reported one patient received conflicting results. The customer suspects the patient received one false positive result. The customer communicated the initial result was sars positive and upon repeat the same day it was negative. It is unknown if the patient was symptomatic. No confirmatory test was completed.